Event description:
Customer called to report pod that was hard to fill with insulin. He also noted that he heard a crackling noise. However, the pod activated so he kept it on and then experienced high bg's some time later so he finally removed pod. Customer was able to activate new pod. There were no further problems reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.